Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil windings. Conclusions: evaluation of the returned device revealed the embolization coil windings were offset. If the smart coil introducer sheath is not properly seated in the taper of the hub of the microcatheter when the smart coil is advanced, the embolization coil may anchor and begin to take shape within the hub, causing the user to experience resistance while advancing. If the smart coil is forcefully advanced against this resistance, the embolization coil windings may become offset. The offset coil winding likely prevented the smart coils from advancing out of its introducer sheath during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the maxillary sinus using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils in the target vessel using another manufacturer¿s microcatheter. While attempting to advance the fourth smart coil into the microcatheter, the physician experienced resistance and the smart coil would not advance out of its introducer sheath and into the microcatheter. Therefore, it was set aside and the procedure was completed using two additional smart coils. There was no report of an adverse effect to the patient.